Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. The analysis of the provided trend data, acquired between 16th of august 2023 and 11th of april 2024 recorded a stable pacing impedance of 380 ohms and a stable shock impedance of 75 ohms. Furthermore, the recorded rv threshold was stable at 1.3 volts with an outlier of 3 volts at the end of recordings. The analysis of the provided iegm episodes revealed artifacts in episode 6 on the far-field and rv channel, which most likely resulted from electromagnetic interferences. Furthermore, poor or absence of signals in rv-channel were observed. In episode 17, atrial activity in the rv-channel was recorded. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.

Event description:
It was reported that there was no capture on the rv lead. The lead revision is planned. Should additional information be received, this file will be updated.